Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with loss of capture. There was no asystole as a result of the loss of ventricular pacing. A revision was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.